Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37651, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient is having issues charging and are charging too often over the past 2 months prior to date notified. It was stated that charging lasts for only days and it takes them 2-3 times longer to charge. For example, they used to charge for 4 hours once the implantable pulse generator (ipg) was down to 25%, and now with 50% remaining they need close to 7 hours. Twice, it has shut down completely within a day, with the last episode occurring 2.5 weeks prior to date notified. It is unknown if the patient has been reprogrammed or had any changes to usage. Later on date notified the patient's settings were given, and it was reviewed that impedances don't appear to be an issue and there hasn't been any real change with the settings. Recharging statistics showed the following. (B)(6) at 2.7 75%, (B)(6) at 48 100%, (B)(6) at 1.0 25%, (B)(6) at 1.9 100%, (B)(6) at 3.2 100%, with an average of 8 coupling bars, 2.7 hours typical duration, and 4.3 days typical duration. Based on the recharging data it was showing that the system is lasting more than a week, and the patient indicating the charge isn't lasting more is not congruent with the data. The patient's indication for implant is essential tremor.